Event description:
The customer observed falsely elevated sodium results for one patient on the alinity c processing module, serial number (B)(6). The sample was repeated with lower results. The following data was provided: (B)(6) female age 81 initial result = 160 repeat result = 145 new sample one hour later = 147 reference range = 135-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The alinity c processing module, serial # (B)(6) was evaluated, and it was determined that part replacement was required. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity c processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial # (B)(6).

Event description:
The customer observed falsely elevated sodium results for one patient on the alinity c processing module, serial number (B)(6). The sample was repeated with lower results. The following data was provided: (B)(6) female age 81 initial result = 160 repeat result = 145 new sample one hour later = 147. Reference range = 135-145 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.